Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient was not wearing the lifevest much because he had eczema under the front therapy electrode of the lifevest. The patient was given a lotion by his doctor called "linola skinmilk (with thistle oil)". Follow-up indicated that the rash had healed.